Event description:
On 10-apr-2026, a facility representative reported via (B)(4) that an ar-9632-45inf inferior glenoid reamer broke during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.